Manufacturer narrative:
Correction to field b5: describe event or problem.

Event description:
It was reported that this right atrial (ra) lead was explanted and replaced due to unknown reasons. No additional adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead was explanted and replaced due to unknown reasons. No additional adverse patient effects were reported.